Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 27, 2019 that an ultraflex tracheobronchial covered distal release stent was to be used in the bronchus to treat a malignant tumor that compressed the airway during a stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed inside the patient; however, the physician noticed that the stent cover was broken. The stent was removed and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Event has been updated with the additional information received on may 03, 2019. Problem code 2978 captures the reportable event of stent cover was broken (damaged). A deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent cover was broken/ruptured. The stent was measured to be within specifications. No other issues with the stent were noted. The complainant reported that the patient's anatomy was tortuous and was not dilated prior to stent placement. The damage noted to the stent cover was consistent with the user encountering resistance during attempted deployment. The investigation concluded that a combination of difficult patient anatomy and manipulation of the device during deployment would damaged the stent cover. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on march 27, 2019 that an ultraflex tracheobronchial covered distal release stent was to be used in the bronchus to treat a malignant tumor that compressed the airway during a stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed inside the patient; however, the physician noticed that the stent cover was broken. The stent was removed and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on may 03, 2019. According to the complainant, the stent was removed with a snare.